Event description:
The account alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
The account found the nurse call was turned off. The account turned on the nurse call through service mode to resolve the issue.